Event description:
Complainant alleged that while treating a (B)(6) female pt, the device would not power up. Complainant indicated that during subsequent functional testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.